Event description:
The device was returned to the service center for a report from the customer contact that multiple e301 (audio alarm failure) error codes were noted in the device history. This is not a reportable malfunction. However, during verification testing at the service center, the device displayed e301 (audio alarm failure) with no audible alarm tone.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.